Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the surgeon fired the device and the stapling was completed. The tissue was partially cut. A new device was used to complete the case. No patient injury was reported.